Event description:
A report was received that the patient was having charging difficulties and was experiencing shocking sensations when charging. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having charging difficulties and was experiencing shocking sensations when charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience jolting was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. The reported complaint of the ipg causing the patient to experience jolting or give him stimulation in unwanted areas was not duplicated or confirmed.

Event description:
A report was received that the patient was having charging difficulties and was experiencing shocking sensations when charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.